Event description:
It was reported that following sterilization, the handpiece was leaking oil. There was no pt contact.

Manufacturer narrative:
The handpiece was returned to the manufacturer for investigation. The investigator was unable to duplicate the customer's complaint of leaking oil. Preventative maintenance was performed on the handpiece and it was returned to the customer.